Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patient were reported.

Manufacturer narrative:
Device out of work due to broken optical fiber connector. We are unaware about operator/patient injury.